Event description:
It was reported to philips that the system malfunctioned. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite, analyzed log files and identified an ipc error "ipc no communication". To resolve the issue, fse replaced geo ipc. The defective geo ipc was returned to philips for further analysis. The analysis confirmed the failure of geo ipc and identified that the power supply unit (psu) was non-functional. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.